Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient received pain with both bipolar and unipolar pacing. The device identified high threshold via ventricular capture management. The lead perforation was found. The lead was explanted and replaced. No further complications have been reported as a result of this event.